Event description:
During a surgical procedure, a problem was noted with the anesthesia machine circuit. The inner blue circuit was defective. The blue part of the circuit was 5 inches too short inside the outer white circuit. This caused temporary gas mixing and altered readings on the et co2 monitor and gas analyzer. The circuit was changed/replaced and the pt remained safe the entire time.